Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected. It was further reported that the left ventricular (lv) lead had high thresholds. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. The returned full lead in segments was thoroughly visually analyzed (including destructive analysis) in an attempt to find an explanation for the high thresholds described in the event. There were no anomalies observed on the returned full lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with severe explant damage. Concomitant medical products: product ID: d314trg ICD, implanted: 2012-(B)(6); product ID: 5076-52 lead, implanted: 2005-(B)(6). (B)(4).